Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering found a jaw crimp missing. The root cause of the jaws not fully opening was the missing component in the jaw. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Procedure performed unknown - " a while into the procedure, approx 20 minutes, the surgeon realised that the jaw of the voyant device wouldn`t fully open. It would only open approx 70%. I suggested to change the handpiece and the surgeon agreed. We opended a new hand piece from the same ot # and that performed as it should. The surgeon noticed the difference immediately. " patient status - "the procedure was successful."